Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: free style libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia requiring hospitalization following a suspected pod occlusion while wearing the pod on the abdomen between 5 and 24 hours. The patient reported blood glucose levels exceeding 300 mg/dl and began feeling unwell with vomiting during the night. The patient contacted a general practitioner, who detected ketones (level unknown), advised administration of 3 units of insulin by manual injection, and arranged ambulance transport to the hospital (az sint-lucas). Upon removal of the suspect pod, the cannula was reported to have inserted into the skin and appeared entirely red with blood. In the emergency department, blood tests were performed, and the patient was admitted for observation from (B)(6) 2026 through (B)(6) 2026. During hospitalization, diabetes nursing staff placed a replacement pod which was subsequently replaced due to suspected placement issues. The patient could not recall whether additional insulin was administered during the hospital stay. Frequent blood glucose monitoring was performed, and values reportedly improved gradually. An abdominal ultrasound was conducted to evaluate the skin and potential effects of insulin injections and pod wear, with no abnormalities reported. The patient was discharged on 20-(B)(6) 2026 after replacing the pod and remaining under observation for approximately two hours. The reported hospitalization was considered related to suspected occlusion and hyperglycemia; however, no diagnosis was provided. The patient recovered and continued pod therapy following discharge.